Manufacturer narrative:
After battery installation, the insulin pump powered up with a blank display. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence around the battery connectors, and on the connector between electrical board and electrical board. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the label located between the belt clip rails has rubbed off and become illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to moisture, failed battery alert and it had insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reports they was able to clear the alarm. Customer was able to rewind the insulin pump. Customer received another battery failed when inserting a brand new battery on the insulin pump. Customer reported that the battery compartment filled with battery fluid and fluid in the battery compartment. Customer stated o-ring was in place. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.